Manufacturer narrative:
The investigation determined that falsely elevated vitros troponin I (tropi es) results were obtained from six samples collected from the same patient tested on a vitros 5600 integrated system. Subsequent investigation determined the assignable cause of the event was the presence of heterophilic antibodies in the patient's sample that are interfering with the vitros tropi es assay. Per the vitros tropi es IFU, heterophilic antibody interference is a known limitation of the vitros tropi es assay. The issue is isolated to samples collected from the specific patient and there is no indication the vitros 5600 integrated system or vitros tropi es reagent lot 5450 malfunctioned.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report falsely elevated vitros troponin I (tropi es) results were obtained from six samples collected from the same patient tested on a vitros 5600 integrated system. Patient sample 1 result of 5.52 ng/ml vs. The expected result of <url patient sample 2 result of 17.0 ng/ml vs. The expected result of <url patient sample 3 result of 13.7 ng/ml vs. The expected result of <url patient sample 4 result of 16.4 ng/ml vs. The expected result of <url patient sample 5 result of 17.5 ng/ml vs. The expected result of <url patient sample 6 result of 18.0 ng/ml vs. The expected result of <url biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros tropi es results were not reported outside of the laboratory and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4) .